Event description:
Pt underwent a procedure today to evaluate her non-functioning mediport that was placed in 2009. It was discovered that a piece of the catheter had migrated to the right atrium. Pt will go to xray and removal will be attempted by radiologist. Original mediport catalog number 0603590, lot/ bard.